Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi), in-stent restenosis and side branch jailing. In (B)(6) 2011, the patient presented due to silent ischemia and was referred for cardiac catheterization. The de novo bifurcated target lesion was located in the 2nd obtuse marginal branch (om2) with 100% stenosis and was 22mm long with a reference vessel diameter of 2.3mm. The target lesion was treated with pre-dilation and placement of a 2.25x28mm promus element stent, with 10% residual stenosis following post-dilation. During the procedure, repeated percutaneous transluminal coronary angioplasty (ptca) were performed in the chronic occluded 2nd posterolateral artery (pla2) with a q-curve 4.5 6f guide catheter and 1.5mm maverick balloon which were unsuccessful. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient¿s cardiac enzymes were noted to be elevated indicating a myocardial infarction. The patient was subsequently hospitalized. On the same day, the patient was also diagnosed with pneumonia, lung oedema, and renal anemia which was treated blood transfusion. The patient also experienced hearing loss due to underexposure with loop diuretics. Silent ischemic symptoms were observed. In (B)(6) 2013, coronary angiography revealed occluded om2 with diffuse stenosis in the study stent, and the 3rd om was observed to be jailed due to the oversizing of the study stent in om2. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Date of birth: 1968. Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).